Event description:
Information received by medtronic indicated that the customer received a pump error alarm. It was reported that the insulin pump was alarmed during basal delivery. Troubleshooting was performed and the pump alarmed during rewinding. However; the alarm could not be cleared. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will return for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The unit did not pass the displacement test due to the pump error 39 (delivery stopped alarm), unable to perform rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, due to delivery stopped alarm. Pump error 41 on 07/11/2022 at 22:31:04.000 and pump error 39 on 07/11/2022 at 22:18:16.000 were present in the history/trace file. Tested with a test p-cap locked in place properly. The pump was cut open to perform a visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. The unit was received with pillowing keypad overlay. Pump error 41 confirmed. The unit was confirmed for pump error 41 due to the moisture damage. The unit did not pass the required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.